Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphoplasty due to primary osteoporosis (compression fracture). It was reported that the balloonwas gradually inflated, and when the 3 cc contrast agent was refilled, the balloon pressure increased to 280 psi. The balloon ruptured while waiting for a while, and the balloon pressure decreased to 0. The balloon was removed from the damaged ibt and filled with cement. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.